Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly. The patient stated that the bulb remains collapsed. Troubleshooting measures were performed but were not successful. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.